Event description:
Mother of pt noted that male end of 30 inch extension set disconnected from female end of MFR's cannula connected to a subclavian line. Hyperalimentation and lipids were infusing. A significant amount of the hal and lipids were wasted, and there was an approx 10 cc blood loss. Cbc and blood glucose performed. Pt stable.